Event description:
It was reported that their urology clinic had received several reports from patients at home that their new foley catheter was leaking. Stated that one of the nurses decided to test a new foley from a kit and found there were several holes along the length of the tube towards the injection site, not the balloon end and they pulled another kit off the shelf with the same lot number, but it was fine, trying to decide whether to pull these or not as they were used throughout the facility. Per additional information received on 06sep2023, it was reported that the holes really showed up well. They actually looked more like tears. Per follow up via phone on (B)(6) 2023,customer stated "right now only the urology clinic has reported an issue. The patient pulled 5 additional foleys and did not find any holes. Per sample received on 13sep2023, it was reported that there were several complaints over a period of time, no specific patient. Nurse had received several complaints over a short period of time about foleys leaking or needing readjustment. Nurse decided to test a new catheter out of a new kit and found the holes. They were not visible to the eye until the next day. So it was not how it looked coming out of the package. Urology had switched to a 16fr with bag kit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. Evaluated the sample and observed multiple jagged tears on the catheter shaft. The catheter was inflated with water and observed water leakage from the holes on the catheter shaft. The tears were examined under microscope and found that the holes might have been caused by scratches from outside. However, the exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure could be mechanical failure or mishandling product. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "insert foley catheters only for appropriate indications and leave in place only as long as needed. Cdc guidelines for appropriate indications for indwelling urethral catheter use: patient has acute urinary retention or bladder outlet obstruction; need for accurate urine output measurements; use for selected surgical procedures; to assist in healing of open sacral or perineal wounds; patient requires prolonged immobilization; to improve comfort for end of life care. Proper techniques for urinary catheter insertion: perform hand hygiene immediately before and after insertion; insert urinary catheters using aseptic technique and sterile equipment; use the smallest foley catheter possible, consistent with good drainage; document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record. Proper techniques for urinary catheter maintenance: secure the foley catheter. Use the statlock® foley stabilization device if provided; maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions; maintain unobstructed urine flow and keep the catheter and collection tube free from kinking; keep the collection bag below the level of the bladder or hips at all times; empty the collection bag regularly using a separate, clean collection container for each patient. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as nephrostomy tract." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that their urology clinic had received several reports from patients at home that their new foley catheter was leaking. Stated that one of the nurses decided to test a new foley from a kit and found there were several holes along the length of the tube towards the injection site, not the balloon end and they pulled another kit off the shelf with the same lot number, but it was fine, trying to decide whether to pull these or not as they were used throughout the facility. Per additional information received on 06sep2023, it was reported that the holes really showed up well. They actually looked more like tears. Per follow up via phone on 07sep2023,customer stated "right now only the urology clinic has reported an issue . The patient pulled 5 additional foleys and did not find any holes. Per sample received on 13sep2023, it was reported that there were several complaints over a period of time, no specific patient. Nurse had received several complaints over a short period of time about foleys leaking or needing readjustment. Nurse decided to test a new catheter out of a new kit and found the holes. They were not visible to the eye until the next day. So it was not how it looked coming out of the package. Urology had switched to a 16fr with bag kit.